Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 09/08/2015, the reporter contacted animas, alleging a power (power issue) issue. Reportedly, the pump sometimes takes longer than expected to power on after a battery change. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box did not show any unexplained reboots or relevant alarms. There was no moisture found in the battery compartment. The returned battery cap was able to secure to the pump and maintained electrical connection. The pump powered on normally and did not draw excessive current. The pump was exercised for 24 hours with no power interruptions occurring. The battery was removed and reinserted multiple times with no start-up issues occurring. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was faded and discolored and the battery compartment was cracked. (B)(4).